Event description:
New information received on (B)(6) 2018 indicating that the right ventricular lead exhibited high, high voltage lead impedance. The old system was capped and was re-implanted on the patient's left side. The patient was stable throughout the procedure.

Manufacturer narrative:
Device code (B)(4)- this code is used to address the issue that the lead was capped for an unknown reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of sensing and the right ventricular lead exhibited an unspecified issue. The patient presented on (B)(6) 2018 for lead revision procedure and both leads were capped. No further information was available.